Manufacturer narrative:
Product ID 3389-40, lot# j0349037v, implanted: 2004 (B)(6), explanted: 2011 (B)(6); product type lead product ID 748951, serial# (B)(4), implanted: 2004 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient had an infection with one of his implants and everything was taken out. The reporter could not remember when the infection happened, but thought it was in 2007. The reporter was not sure as the implant from 2007 was replaced in 2010. The reporter thought the replacement was ¿within a year¿s time from explant.¿ additional information was requested, but was not available as of the date of this report.